Event description:
The 8x4x75 conquest balloon began leaking as it was inflated. The leak was located near the junction of the plastic hub. The device was removed from use and replaced with a new device.